Manufacturer narrative:
Section h10: this is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2020-11377.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device underwent visual and dimensional analysis. During visual inspection, a balloon tear was confirmed proximal to the ic bond. One of the balloon legs was sticking out. A balloon leg of delivery system was caught on the sheath liner tip. The guidewire was cut by engineering to remove the sheath from the delivery system. The flex tip gouges were observed. Inflation balloon material was bunched and folded partially over nose tip. Due to the condition of the returned device (balloon torn), no functional testing could be performed. The complaints were confirmed through visual inspection. During dimensional analysis, the double wall thickness of the crimp balloon was measured proximal to the tear. A thin wall could leave the balloon more susceptible to tears and may be indicative of a manufacturing nonconformance. All measurements were found to be within specification. The 3mensio report and cine images were provided by the complaint site for review. The 3mensio report showed calcification and significant tortuosity was present in the access vessels. The cine provided shows the delivery system outside of the sheath. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that could have contributed to the reported events. A review of lot history revealed no additional complaints. A review of complaint history from april 2019 ¿ march 2020 revealed additional returned complaints for the commander delivery system (all models and sizes) for balloon torn and withdrawal difficulty through sheath. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformances were identified during the evaluations. A review of complaint data for march 2020 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories. The instructions for use (IFU), the prepping manual, and the training manual were reviewed for instructions involving the commander preparation and procedure. Per the training manual, if delivery system balloon ruptures or leaks during deployment without thv embolization 1) do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath) 2) maintain guidewire position. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Based on the condition of returned device, the complaints were confirmed. However, no manufacturing non-conformances were identified in the returned sample (dimensional measurement of the crimp balloon met the specification). A review of lot history, complaint history, DHR and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). Per the follow up response, ¿moderate tortuosity¿ was observed through patient anatomy along with a ¿severe bend¿ on the right common iliac. This is likely a factor due to non-coaxial retrieval. Tortuosity can lead to non-coaxial retrieval of the delivery system resulting in withdrawal difficulty. When difficulty during withdrawal is encountered, additional force is applied which in this instance may have led to the torn balloon. As stated in the description, the balloon ¿got snagged¿ on the tip of the sheath indicating that the balloon had been torn with the balloon leg getting caught on the sheath tip. Although a definitive root cause is unable to be definitively determined; available information suggests that patient (tortuosity) and/or procedural (non-coaxially delivery system retrieval/excessive device manipulation) factors may have contributed to the complaint events. No corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, post deployment of a 26mm sapien 3 valve in a 90:10 aortic position with mild pvl seen on echo, upon removal the delivery system balloon ruptured and became caught on the esheath, which caused the radiopaque marker to dislodge into the esheath. The operator pulled the entire system out together, however the patient developed an iliac artery dissection which required stenting. Additional information provided indicated the patient ¿crashed¿ after the wire was inserted. The patient's blood pressure was 50/20 and he was given epinephrine. The valve was successfully deployed. Post op echo initially showed mild/moderate pvl but after five minutes it reduced to mild. The patient¿s pvl was expected due to patient¿s bulky/moderate nodule calcification that extended to the lvot. Upon removal of the delivery system, with at least three minutes between deflation and withdrawal, the balloon ruptured as it was being pulled into the esheath. The ruptured balloon then caught on the esheath and dislodged the radiopaque marker into the esheath. Both the delivery system and the esheath were removed without surgical intervention. The patient¿s blood pressure was unstable after deployment and device removal. On tee, the heart appeared ¿empty¿, therefore a total of 4-5 units of blood were transfused. There was also some bleeding noted from the access site, but it was assumed the closure devices were successful. The team had protected from the contralateral side and noticed a dissection in right external iliac extending down to common femoral and a stent was placed. On pod 1 the patient was taken back to surgery for repair of a ruptured aneurysm. Pod 3 the patient had a colectomy, pod#6 back to or for ¿washout¿ and started on crrt for renal failure. As of pod9 the patient remained intubated but was doing ¿ok¿. Neuro function was intact, and the plan was to wean off ventilator support. Note: this case description pertains to the delivery system.